Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a(B)(6) female patient who had essure inserted for an unknown indication. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), cystitis ("bladder infections/sore bladder"), urinary incontinence ("incontinence/I leak as I walk"), depression ("depression"), migraine ("migraines"), fatigue ("chronic fatigue"), dyspareunia ("severe pain after sex"), coccydynia ("tailbone pain"), uterine cyst ("cyst on my uterus wall"), spinal osteoarthritis ("osteoarthritis in my 15/si disc joint"), headache ("headaches"), swelling ("swelling nos"), bladder pain ("sore bladder") and pain in extremity ("arm and leg pain") and was found to have weight increased ("gained 66lbs"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, cystitis, weight increased, urinary incontinence, depression, migraine, fatigue, dyspareunia, coccydynia, uterine cyst, spinal osteoarthritis, headache, swelling, bladder pain and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, bladder pain, coccydynia, cystitis, depression, dyspareunia, fatigue, headache, migraine, pain in extremity, spinal osteoarthritis, swelling, urinary incontinence, uterine cyst and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Device category changed from device other event to incident. Event abdominal pain lower make serious incident and event arm and leg pain added. Reporter information were added. On 23-mar-2020: with fu 7. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.